Event description:
A distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrode failure) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the problem was isolated to the rear therapy electrode cable. The rear therapy electrode was pulled from the strain relief, which broke the pulse wires from the distribution node pca. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.